Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no assess to sound with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no accident was mentioned in the patient report. The findings are in line with the received measurements. Other damages found during investigation are related to the removal surgery. This is a final report.

Event description:
The patient has no longer has any access to sound with the device. The patient has been re-implanted.